Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that shortly after implant the patient experienced seizures during the night. It was noted that the patient was also recently implanted with a vagus nerve stimulator and had a history of seizures. Nevro attempted to obtain additional information regarding the nature of the seizures but was unsuccessful. The device is turned off at night, which has resolved the issue and the patient is currently receiving effective pain relief.